Manufacturer narrative:
Followup (B)(4) 2014: customer administered an insulin shot. Customer reported that the altitude alarm had cleared and pump was performing as intended. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm several hours after being on an airplane. Customer was unable to clear the alarm. There was no impact to customer's blood glucose level.